Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported their weight at the time of event was (B)(6). Patient reported they still have some problems but have been working with representative and indicated battery has settled. Patient reported they don't fill the battery anymore and indicated they do know that their spine shows the lead is 1 inch more to the side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported patient went to sit down and charged herself (ins), patient said it would not do anything. Patient stated the screen was black and there was just yellow triangle that was yellow saying the ins was low. Patient noted the controller was already full. Patient tried moving the controller around and it would not do anything. Patient woke up this morning, she had the yellow warning triangle again, and controller would not do anything. It was reviewed and reinserted controller battery, the issue was resolved. It was noted screen was locked and blank. Additional information from patient on (B)(6) 2019 indicated controller showed no device found screen. It was reviewed assured hand was not covering top of controller, pressed try again to attempt communication. It was reviewed the possible discharge ins as attempted communication, started recharge session, optimized recharger antenna position on alert screen 50, ensured patient was using the li ion battery pack, they were unable to establish the recharging. It was noted patient was in such pain. A replacement recharger would be sent, implant was dead they had been trying to charge it for past 2 days, doing passive charge and it was not working. Additional information from patient on (B)(6) 2019 indicated patient could not get ins to charge because of the no device found screen appearing on her controller, patient experienced pain. It was noted the ins was dead, and this occurred on the same day she last call patient services (pss) on (B)(6) 2019. Patient called because she tried to schedule a meeting with rep, but she was not hearing back. Troubleshooting included pss offer to send a message to the field but did not promise a timeframe on a response. Additional information from representative on (B)(6) 2019 indicated patient could not communicate with the ins using the controller both with and without the recharger connected. Rep was with patient today and could not get the clinician programmer to connect to the ins. Rep stated the patient felt like the battery titled or changed internally. The corner was sticking out instead of the front of the battery. It was reviewed consideration for charging and affect of a titled battery. Technical services (tss) had the rep start the passive recharge function using the controller, the rep stated the controller showed the value were 83 93 94. It was mentioned rep would continue to charge with patient using passive recharge to try to get the ins charged to the point where it would communicate with the controller. Rep sat with patient through 3 passive recharge cycles and controller was still showing ¿no device found¿. Tss walked rep through disable device function which led to normal charging screen. It was noted ins charge was in the red but showed excellent recharge quality. Tss reviewed it might take 45 minutes to an hour for it to get out of the red status and if necessary, patient could be sent home but should continue charging. No further complication were reported.